Event description:
Per the clinic, the patient developed an infection at the receiver/stimulator site and subsequently was treated with IV antibiotics (date and duration not reported). The device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with another cochlear device as of the date of this report.